Event description:
Patient presented in clinic for normal follow up. Externalized conductors were noted via fluoroscopy. The electrical function of the lead was observed and tested and no electrical anomalies were noted. The lead will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received indicated that asymptomatic patient presented in-clinic for follow-up when r-wave oversensing was observed on stored egms. The lead was later capped.

Manufacturer narrative:
Device evaluated by manufacturer.